Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. The high blood glucose level of customer was not under 419 mg/dl. The current blood glucose level of customer was 140 mg/dl. Customer stated that they changed infusion set and blood glucose level went up. It was found that customer was using the insulin pump system within 48 hours of reported high blood glucose event. Customer declined to troubleshoot. The insulin pump will not be returned for analysis.